Event description:
It was reported that the inflatable penile prosthesis (ipp) implant device was not inflating and there was fluid loss on both cylinders. There was air observed in the device, there was a hole in the left and right cylinders which were the sources of the fluid loss. This was identified by visualization. The physician removed and replaced the device through replacement surgery, and there were no patient signs or symptoms reported at this time.

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.